Event description:
Clips are being placed in the stomach. First clip was closed and deployed without warning. Md notified that this happened, and a second clip was requested. Second clip, second person attempted to close and clip deployed again without warning.